Manufacturer narrative:
B3: unknown. E1: (B)(6). Device evaluation: one device was received. A visual inspection found a damaged dso seal and scratched lens. A review of the event history log found a 42224 error. During the functional testing, the device showed a 42224 error. The cause of the customer reported issue was found to be a scratched lens. The lens was replaced as well as the dso seal and pwa. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a damaged screen. There was unknown patient involvement and unknown patient harm/adverse event reported. The event date is unknown.